Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket on the five millimeter trocar tore during the case and leaked pneumo. It was a 355ld and was from a fdc06 tray. The surgeon finished the case with this trocar. There was no consequence to the pt.